Event description:
It was noted that an x-ray was ordered by health care provider to see if implantable neurostimulator (ins) had moved. The patient had fallen in (B)(6) 2013 and (B)(6) 2014 and noted that the ins had been off since (B)(6) 2014. The patient turned stimulation back on (B)(6) 2014 but pain was too great and turned stimulation back off. The patient suspected ins had moved since her falls. The patient had had back pain since (B)(6) 2013. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va03zv2, implanted: (B)(6) 2013, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received about a year later via the consumer reported her back nerves were stimulated, which may have caused nerve damage and led to more pain. It was noted the patient had wanted to have her implant removed back in 2014 when "something must have moved", as previously reported.